Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that there was an emergency room visit due to high blood glucose. The blood glucose reading was 479 mg/dl. It was found that the introducer needle was still in the body after the cannula had been removed. The customer had been staggering, very thirsty, had blurred vision, could not think clearly and was unable to perform work. The customer's boss called the paramedics and the customer was treated with IV therapy and saline. The customer was wearing the insulin pump at the time of the event. The infusion set was inserted in the body for 12 - 16 hours before the emergency room visit.